Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Hybrid analysis determined that a leaky ceramic capacitor caused the high currant drain and battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of mild dizziness, and during a routine device check, it was not possible to establish telemetry with the device. Additionally, it was not possible to elicit a magnet response from the device, and there was no evidence of device pacing activity. The device experienced premature battery depletion, and was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.